Manufacturer narrative:
Occupation - the occupation is lay user/patient. The year is the only known part of manufacture date. We have defaulted to the first of the year. The customer¿s product has been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter stated there was an issue with his coaguchek xs softclix lancing device. The customer placed the cap over the lancet and noticed the needle was sticking out. The customer verified that he placed the lancet within the pen correctly. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The customer's lancet device was returned for investigation. The reported failure on protruding lancets could not be confirmed during investigation. The lancing device was tested with test lancets (lot u21a8) at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. However, the lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegation. Further investigation could not be carried out due to missing customer lancets.